Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an occlusion with an infusion set that led to prolonged hyperglycemia, with glucose readings rising to 300 mg/dl and then reading as ¿high,¿ which persisted for approximately eight hours until the user replaced all infusion supplies and received guidance to administer a corrective subcutaneous dose of lyumjev and then reconnect with a fresh infusion set. Symptoms included fatigue. Outcomes included the need for corrective insulin via multiple daily injection and replacement of infusion supplies, without hospitalization or professional medical intervention beyond endocrinology guidance. Investigation included troubleshooting and education with the user regarding complete supply change and reconnection. Investigation of this case revealed that the hyperglycemia resolved only after a full supply change following the occlusion alert. It was concluded that the event was consistent with an infusion set occlusion resulting in hyperglycemia that was corrected after supply replacement and corrective insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.